Event description:
An issue with a cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and was guided through a pump reset, which successfully resolved the error, allowing them to start their sensor session without further issues.